Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates that it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 6mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was used for dilation. During the fifth inflation, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.